Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The reported issue was previously investigated. It was concluded that the damage found in the barrel was caused due to improper setup of the silicone gun used to spray medical grade silicone inside the barrel. If the silicone gun is setup loose, it could contact and damage the barrel during processing. Situational analysis mds-19-1448-sa opened to evaluate the foreign matter issue associated with all complaints received so far and CAPA: 768379 was also initiated.

Event description:
It was reported that a bd¿ syringe 10cc s/t wos sterile water bns had plastic debris of plunger was stuck between the plunger tip and inner wall of the barrel, resulted in leakage, which leaded to insufficient water inside syringe upon opening the package

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe 10cc s/t wos sterile water bns had plastic debris of plunger was stuck between the plunger tip and inner wall of the barrel, resulted in leakage, which leaded to insufficient water inside syringe upon opening the package